Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated (value not provided) and customer did not know cause. Infusion set and cartridge were changed multiple times. Correction bolus and insulin injections were administered to address bg. Elevated bg was resolved.